Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, there was damaged fiber bonding in the outer tube area (distal end), broken light guide bundle of the video cable section, and lost or too low light transmission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken video cable resulted in a 218 error. The light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a scope error e218 with image noise. There were no reports of patient harm.